Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a rash. The patient was using the gel packets on her skin. The patient's doctor prescribed benedryl for the irritation. After taking the benedryl, the patient reported that the irritation healed.